Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2012. According to the complainant, during the procedure, once the clip was deployed in the hepatic flecture, the clip would not detach from the catheter. Reportedly, after several attempts they were able to get the clip to deploy by manipulating the handle of the device. The scope was reportedly torqued at the time when the clip would not deploy. The case was completed with this resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.